Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the narrative could not be confirmed based on the received picture. Just based on the picture (only pictures of the labeling) it is not possible to confirm a functional issue, therefore the complaint is rated as n/a in the confirmed field. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a proximal femoral nail surgery. During the surgery, after inserting the perforated blade and the set screw setup performed, both of the flexible screwdriver and torque limiting screwdriver was not engaging with the set screw despite turning more than 20-25 full turns. The surgeon failed to lock the set screw and turn the set screw further. It was unknown if the surgery completed successfully. It was unknown if there was any fragment generated. The patient outcome is unknown. Concomitant devices reported: perforated blade (part: 04.038.380s;lot# 48p5602; quantity: 1), unknown flexible screwdriver (part: unknown; lot# unknown; quantity: unknown) , unknown torque limiting (part: unknown; lot# unknown; quantity: unknown) unknown jig (part: unknown; lot# unknown; quantity: unknown) , unknown connecting screw (part: unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) unk - screws: locking this is report 1 of 2 (B)(4).